Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported the circuit pressure transducer failed calibration testing. The customer reported the exhalation pressure calibration failed at 0 cmh2o. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated transducer pt800 failed. This issue will be internally investigated within vyaire.